Manufacturer narrative:
The reported event of "the white tip broke off the device and got stuck in the scope" is confirmed. The device will not be returned for evaluation however, the provided photographic evidence exhibits the reported event. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: the user is advised to not advance the balloon dilation catheter or any other component if resistance is met without first determining the cause and taking remedial action as this may damage either the scope or the device. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 000861, was being used during a procedure on (B)(6) 2020 and "whilst in use the white tip broke off the device and got stuck inside of the scope." Upon further assessment, it was found the device made contact with the surgical site and when it was retrieved it got stuck in the scope. The procedure was completed with an alternate same-like device. There was no report of delay. There was no report of injury, medical intervention or hospitalization for the patient due to this event. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.